Event description:
It was reported to boston scientific corporation that a advanix-naviflex biliary stent was to be implanted to treat a colon cancer during a endoscopic retrograde cholangiopancreatography (ercp) + endoscopic retrograde biliary drainage (erbd) procedure performed on (B)(6) 2025. During the procedure, the stent could not be deployed. Another advanix-naviflex biliary stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: this event has been deemed a reportable event based on the device analysis results; guide catheter was detached/separated.

Manufacturer narrative:
H6: imdrf device code a0401 captures the reportable investigation finding of catheter guide break. H11: an advanix-naviflex biliary stent was returned for analysis. A visual examination of the returned device and microscopic examination was performed, revealed that the push catheter was kinked, the push catheter suture hole was torn, and the guide catheter was detached. No other damages were noted to the stent and delivery system. Product analysis confirmed the reported event of stent failure to deploy. Taking all available information into consideration. The investigation concluded that the reported event and observed damages were most likely caused by procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician caused the push catheter kinked, the push catheter suture hole was torn, and the guide catheter was detached, making stent deployment impossible. Therefore, a review and analysis of all available information indicated that the most probable cause is adverse event related to procedure.